Event description:
A t10-l5 procedure was performed with a straight clamp positioned at l2 and x-marker registration was completed. Four screws were placed accurately on the right side. The surgeon then moved to the left side, starting at t12. Despite a pediguard alert, the surgeon continued to l1. At l1, after using a jamshidi needle, the soft k-wire indicated a lateral trajectory, leading to the decision to switch to freehand screw placement for safety and accuracy. No system malfunction was found. However, patient scans showed the clamp lever was not fully closed, with incomplete clamp-to-spinous process attachment. This insufficient fixation could cause clamp movement when flipping the patient marker, potentially leading to platform inaccuracy and lateral positioning of the jamshidi. The patient was unharmed. The company is awaiting additional information to complete the investigation. Currently, the likely cause of the reported inaccuracy appears to be clamp movement due to insufficient rigid fixation to the spinous process. Since the root cause cannot be attributed solely to user error, the event was reported.